Event description:
Event description boston scientific received info that the pt with this pacemaker passed away on the same day as the implant procedure. The pt had a history of myocardial infarctions and during the implant went into an atrial flutter with rapid ventricular response. Shortly after the implant, the pt was flailing his arms and dislodged both the atrial and ventricular leads. The leads were successfully repositioned, but three hours after the original implant procedure, the pt went into ventricular tachycardia and could not be shocked out of it. The device was interrogated and found to be operating normally. The arrhythmia logbook had not been turned on due to the pt's fast atrial flutter response, so there were no episodes stored in the logbook. The physician did not implicate the pacing system as contributing to the ventricular tachycardia or the pt's death.

Manufacturer narrative:
Not returned. Event conclusion the device and leads are presumed to have been buried with the pt and have not been returned for analysis. No additional info is available at this time. If additional info becomes available, the event will be reopened.